Manufacturer narrative:
Bd received samples and a photo from the customer facility for investigation. The samples and photo were evaluated and the customer's indicated failure mode for foreign matter on the cannula with the incident lot was observed. A review of the device history record was completed for the incident lot and a similar incident been raised during the production run.

Event description:
It was reported that prior to use, foreign matter was discovered on patient end of needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: there is a black particle at patient side needle. It looks like part of cap.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use, foreign matter was discovered on patient end of needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: there is a black particle at patient side needle. It looks like part of cap.